Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. The device is part of the advisory for this model.

Event description:
It was reported that during implant, the lead had positioning difficulties and poor sensing. The lead was repositioned and the helix would not extend. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.